Event description:
The event involved a safeset¿ 24 inch arterial pressure tubing, safeset¿ reservoir and blood sampling port where the customer reported that the arterial line disconnected below needless access device. The customer replaced with new safe set. The product was being used on a patient at the time of the incident; there was delay in therapy (unspecified) but no harm was reported as a consequence of this event.

Manufacturer narrative:
The actual used device was not returned for evaluation however two images were provided by the customer showing the tubing separation. The reported complaint of separation was confirmed. Without the return of the reported sample, a probable cause could not be identified. The lot history was conducted, and no nonconformities were identified that may have contributed to the reported complaint.